Manufacturer narrative:
The reported event of inflation device reading inaccuracy. Visual examination of the returned device found the no issues with the inflation device. Functional testing showed the pressure release valve was closed and the air flow through the latex tubing was blocked. Upon pumping the bulb, the needle increased to approximately 16 psi. At this point, the bulb became difficult to squeeze and could not be pressurized further. It was also found that the gauge was reading low by about 2 psi. The lens was removed and the needle was repositioned with 20psi applied. The air was released and the device re-inflated to 20 psi, the gauge is reading correctly after it was calibrated. Most likely cause of reading being off was jarring during shipment or use the investigation results found the hand pump to be reading inaccurately. The most likely root cause of this event is dropping/mishandling of the unit after assembly or shipment; however this cannot be confirmed. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a pneumatic hand pump was used during an esophageal dilatation on (B)(6) 2011. According to the complaint, during the procedure, the physician was able to successfully dilate the stricture; however the pneumatic hand pump did not reach 20 psi. It was confirmed that there were no physical or functional issues with the inflation device, as well as no issues with the rigiflex balloon. It was confirmed that there were no leaks, and no issues with the connection. The hand pump did increase as the balloon was inflated and the pressure was applied. Through product analysis it was confirmed that the inflator was reading low by about 2 psi. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.